Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4)

Event description:
Treatment of an avm (arteriovenous malformation) located behind the eye (not specified which left or right). Prior to the procedure, the patient was on corticoid steroids. The patient reported they underwent onyx 18 embolization on an unspecified date. Post procedure, the patient felt tired, had a fever and tachycardia. The patient remained on the steroids after the procedure and was also put on antibiotics. A 20 days post procedure, the patient started to lose approximately 40% of the hair from the back to the scalp. The hair fell out for approximately one week and had stopped. The hair has re-grown since this time.